Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board and active exhalation control module. The sensor board and active exhalation control module were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to proximal pressure sensor (mt2) being out of tolerance. The active exhalation control module was evaluated. The root cause of the active exhalation control module failing was caused by the solenoid valve to be broken.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's sensor board and active exhalation control module were replaced to address the issues.